Manufacturer narrative:
Concomitant medical products: ddbb1d1 ICD, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported there was a lead integrity alert for high rate non-sustained episodes and the sensing integrity count. A request for additional information was made but not received. The lead remains in use and no patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The patient was seen in the office, no intervention was performed, and the patient will follow up in one year.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.